Manufacturer narrative:
(B)(4). The third party service provider evaluated the ventilator and cleaned the graphic user interface touchscreen printed circuit board, which resolved the issue. Medtronic was not authorized to conduct the repair.

Event description:
It was reported that the ventilator's touchscreen was unresponsive. The ventilator was not on a patient at the time of the event.